Event description:
Reporter alleged blood glucose device read 373 mg/dl and the lab measured 378 mg/dl followed by a reading of 306 mg/dl on the meter and another lab measurement of 310 mg/dl. It was reported several days later, the meter read 64 mg/dl while the lab measured 33 mg/dl. It was not provided as to whether the patient was treated based on the readings. Controls were reportedly ran and found to be within an acceptable range. A request has been made for the return of the suspect device and replacement product was sent.